Event description:
While attempting to open the wheelchair, the spring suddenly popped open, trapping the patient's hand between the bars. The patient sustained a crushing injury to the finger resulting in broken finger and necessitating multiple stitches and other follow-up treatment.======================manufacturer response for bariatric wheelchair, sentra heavy duty extra wide 26" wheelchair======================apparently the manufacturer is aware of this issue. Our expectation would be to get the wheelchairs we currently have fixed or replaced with a model that does not have this problem.======== reporter's responses ==========================according to the reporter, the patient was the one attempting to open the wheelchair. It is assumed the patient's hand was on the edge of the seat while trying to push the wheelchair open. The hospital has ongoing concerns about the difficulty in opening these wheelchairs. The patient has not, to their knowledge, used the device prior to this event. The wheelchair does not have a spring, but a tension bar that locks into place once the chair is opened. No observable manufacturer's problems were noted on the chair.